Manufacturer narrative:
(B)(4).

Event description:
Doctor indicated that the unk screw fractured and a portion is inside the implant, subsequently the implant was removed.

Manufacturer narrative:
One t3 implant was returned for inspection. A visual inspection revealed that the internal drive feature is confirmed to contain the reported fractured screw, which was too badly damaged to be removed. The alleged malfunction is confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. A root cause for the complaint could not be determined.

Event description:
No further event information available at the time of this report.